Manufacturer narrative:
No device was returned to nuvasive for evaluation as the device remains in-situ. Radiographic images were provided for review; however, due to the radiolucent nature of the implant material, the reported event was unable to be confirmed. Operative notes were not provided for review of usage/technique. A definitive root cause was unable to be determined with the information provided. There are warnings in the device labeling that this type of event can occur: "...potential adverse events and complications: as with any major surgical procedures, there are risks involved in spinal/orthopedic surgery... Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant components..." "...warnings, cautions and precautions: the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient... Notching, striking, and/or scratching of implants with any instrument should be avoided to reduce the risk of breakage... Care should be taken to ensure that all components are ideally fixated prior to closure..." "...patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery..." "...pre-operative warnings: care should be used during surgical procedures to prevent damage to the devices and injury to the patient..." If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial three (3) level extreme lateral interbody fusion from l2 to l5. During the procedure, as the surgeon inserted the interbody cage into the l3/l4 disc space, the cage fractured at the proximal interface with the insertion instrument. The fractured piece was removed; however, the surgeon also attempted to remove the body of the cage but was unable to remove it. Therefore, the surgery was completed with the cage remaining in place. The cage was confirmed to have been placed in the intended position and no patient consequences have been reported as a result of the malfunction.